Event description:
Us guided access through the right internal jugular vein. Eclipse sheath placed over the wire into the inferior vena cava. Sheath placed over the wire in appropriate position. Dilator and wire removed. Eclipse filter delivered and deployed successfully. Unfortunately, it was noted that a piece of the device was separated from the sheath and quickly moved into the first right atrium and then into the left upper lobe pulmonary artery branch. That piece appeared to look like a small coil, not more than 2.5 to 3 mm in diameter. The patient was asymptomatic with that. The position of the filter was appropriate and stable.